Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80%. No mitral valve interference, paravalvular leak (pvl) or blockage was observed, so the valve was fully deployed, even though the implant depth was deep at 7 millimeter (mm) on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc). Following deployment of the valve, left bundle branch block (lbbb) occurred and was ongoing. A temporary pacemaker was initiated for multi-day monitoring. Seven days after valve implant, a permanent pacemaker was implanted due to left bundle branch block (lbbb). No additional adverse patient effects were reported.